Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned intact and not severed. A thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this lead was an attempted implant, as before introducing into the patient they were not able to freely introduce the angioplasty guide through the lead body. It was noted that the angioplasty guide was flushed with saline, then a new lead was implanted successfully during the same procedure. No adverse patient effects were reported.

Manufacturer narrative:
With all the available information, boston scientific concludes that expected or well-understood factors most probably contributed to the event. This lead has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this lead exhibited behavior indicative of advancement difficulties with acuity lead and guidewire.

Event description:
It was reported that this lead was an attempted implant, as before introducing into the patient they were not able to freely introduce the angioplasty guide through the lead body. It was noted that the angioplasty guide was flushed with saline, then a new lead was implanted successfully during the same procedure. No adverse patient effects were reported.